Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the mesh implant surgery. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during laparoscopic sacral hysteropexy, advantage fit insertion, cystoscopy, anterior and posterior repair and large surgical-pelvic organ pessary (s-pop) insertion procedure performed on (B)(6) 2017 for the treatment of stress incontinence and prolapse. After the procedure, the patient has experienced an unspecified injury.